Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (exposed wires/damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief and missing, damaging wires in the cable. The cable connecting ECG a, b and the front te to the dn was pulled from the strain relief and missing, damaging the wires in the cable and the j703 connector on the dn pca. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was had damaged cables with exposed wires.